Event description:
It was reported that the customer's insulin pump alarmed during a bolus delivery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.